Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 50 mg/dl due to an upcoming procedure. The patient treated with sugar water. Her blood glucose increased to 183 mg/dl. The customer stated that the insulin pump was not contributing to her hypoglycemia. The insulin pump was not returned for analysis.